Event description:
Litigation alleges the patient suffers from pain, loosening, metallosis, and fluid buildup secondary to a metal reaction. Update rec'd 10/28/2014 - legal claim received. In addition to what was previously reported, litigation alleges the patient suffers from clicking, popping, and slightly elevated chromium and cobalt levels. A stem is being added to address the elevated ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 02/06/2017 pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in groin area, "clicking" sound when walking, beginning in 2013. Sore and painful hip area when walking or standing for extended periods of time. Revision surgeon indicated in post-op diagnosis "extensive metallosis...pseudotumor of the right hip". Described "dark grayish brown material, consistent with metallosis" and "2 - lobulated pseudotumor masses". Stated femoral component was well fixed. Did not indicate acetabular cup loosening--required cutting extraction device to remove, and there remained some bony ingrowth on the removed cup. Provided metal ion labs for chromium and cobalt are < 7.0 ppb and therefore do not constitute metal ion toxicity. Elevated ions harm removed from complaint. Updated prod/lot for all products.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.